Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads.  The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient was seen in the clinic with elevated an lactate dehydrogenase (ldh) from 300 into 500s. The log files revealed an acute increase in power. He reported a sharp increase in watts after "kicking legs up while getting out of bed". The patient was admitted to the hospital and started on heparin therapy. The pump was exchanged and there was a large thrombus in the left ventricle. The patient had previously been on coumadin and a full dose aspirin. No additional information was provided.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sudden rise in power consumption, surpassing normal power consumption on the reported event date. Furthermore, it was noted by site that "there was a large thrombus in the lv" post-explant, thus correlating with the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the high power event can be attributed to thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.